Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "they pulled the medication out of the pouch and was squeezing it to force medication through the tube. The pressure from squeezing the bag, the tubing became compromised and leaked on the patient." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo (B)(4) medical co. Ltd.

Manufacturer narrative:
On 04/30/2022, the distributor confirmed with the end user that the affected device will not return for evaluation and therefore no root cause could be established.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00073.